Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. Analysis was unable to verify for battery out of limit alarm due to no act button response. Pump received with scratched lcd window. No reset anomaly noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.